Event description:
It was reported the xenon light source fan was running too fast and making noise during preparation for use in an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the reported event was reproduced and the probably cause was most likely attributed to failure of the rear fan. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.